Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(4) 2015, which refers to herself, who had essure (fallopian tube occlusion insert) inserted. Consumer had essure inserted after her last son. She stated she became very sick; always throwing up, with bad headaches and was always tired. She would get dizzy a lot, had lower back pain and when she was on menstrual cycle, had severe pain in lower back and vagina, sharp shooting pains and belly button, she would bleed so heavy that her blood was black with big blood clots it even hurt when she went to the restroom, she had to wear three pads. She reported she was in and out of the hospital for abdominal pain and the doctors could never find out what was wrong with her. She went to a different physician because she could not have sex with her husband anymore due to pain during intercourse. She told to her physician that was essure that was making her sick and she was the first patient that the other physician inserted. Her new physician said to her that the essure was not causing her condition and that maybe she was depressed. The ER physicians said to her that she just had an abdominal pain and send her home with pain meds. She stated that this went on for five years. She lost her job due to many absences for her being sick. On an unspecified date she had an endoscopy done and showed nothing seriously wrong and then she went to see a gynecologist. The physician made her took some birth control pills to see if the bleeding and pain would slow down. On an unspecified date, the consumer had a surgery done for removal of devices. Her physician said she had a lot of scar tissue in her uterus and the inside of her belly button and also in her tubes. In 2010, she was diagnosed with severe anxiety, and she believed that it had to do with essure. Consumer stated that she still suffer to this day (day of the report), but not as bad as when she had essure. The product technical complaint (ptc) investigation and final assessment were received on (B)(4) 2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and went to the hospital several times due to abdominal pain. Essure devices were surgically removed. The reported event was considered serious due to hospitalization and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, considering the positive temporal relationship and as consumer stated, after surgery she was not suffering as bad as when she had essure (suggesting an improvement of her symptoms) causality with the suspect insert cannot be excluded. Additionally non-serious events were reported. This case was regarded as incident due to the required surgical intervention for essure removal. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 01-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and went to the hospital several times due to abdominal pain. Essure devices were surgically removed. The reported event was considered serious due to hospitalization and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, considering the positive temporal relationship and as consumer stated, after surgery she was not suffering as bad as when she had essure (suggesting an improvement of her symptoms) causality with the suspect insert cannot be excluded. Additionally non-serious events were reported. This case was regarded as incident due to the required surgical intervention for essure removal. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.